Event description:
The pt had IV fluids ordered as well as "venodynes." Pt was somewhat confused at the time. Pt decided to go to the bathroom and attempted to attach the disconnected air line from the pas ii to an access port on their IV line. The pas ii uses luer adapter to connect the device to the calf sleeves. The machine was off and pt cross threaded the luer adapter. No air entered the line, but it could have been a disaster.